Event description:
The customer stated that blood glucose tests had been performed on a patient. The device read 185mg/dl and the lab was 176mg/dl. Device result was 541mg/dl and lab result was 326mg/dl. The device result was 582mg/dl and the lab result was 481mg/dl. Teh customer stated they think it is related to the patient and possible testing technique. Controls were in range. No treatment was given based on device results. A request was made for the return of the suspect device and the customer refused replacement.